Manufacturer narrative:
(B)(4).

Event description:
The data log was reviewed on (B)(6)2017. The complaint of patient was not aware that the transmitter battery was dead was not confirmed. Data investigation could not confirm a transmitter battery that was dead. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the patient was not aware that the transmitter battery was dead. No medical intervention was reported. Additional event or patient information is not available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.